Manufacturer narrative:
No architect instrument problems were noted. After replacing the pre-trigger reagent with another new bottle of the same lot and flushing the system, the issue was resolved. All assay controls were within range and all retested patient samples returned expected results. Historical complaint searches determined that there is no unusual activity for the likely cause lot. This is the only complaint against the lot. Complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. No testing of the likely cause lot was required as a new bottle of the same lot performed as expected and showed no issues at the customer site. Also no other complaints have been received for the pre-trigger lot. This indicates the issue observed may be attributed to contamination / mishandling. The architect systems operations manual provides instructions on replacement of the pre-trigger and advises that results and inventory status can be adversely affected if not loaded correctly, including misalignment of the level sensor. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. There is not enough information to reasonably suggest a malfunction as replacement with a new bottle of the same lot resolved the issue, but no evidence of why the first bottle failed. A review of labeling concluded that the issue is sufficiently addressed.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed discrepant results after replacing the pre-trigger solution on the architect i2000sr analyzer. Initial negative total b-hcg results of <1.20 miu/ml were generated on (B)(6) 2015 for two patients, sample ID (B)(4), that retested positive at 140.171 and 81.18 miu/ml respectively on (B)(6) 2015. No adverse impact to patient management was reported.